Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #11 it was verified its non-osseointegration. Patient presented bone type iii and immediate load was performed.

Manufacturer narrative:
(B)(4).